Event description:
It was reported that the patient presented in-clinic with an alert for high, out of range high voltage lead impedance. Defibrillation tests were performed successfully, with high voltage lead impedance measurements during the test being in-range. The lead remains implanted. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.